Manufacturer narrative:
The insulin pump received with missing retainer and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. No moisture damage was found on the keypad assembly however, moisture damage was found on the motor, force sensor, and electronic assembly during visual inspection. The insulin pump also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had been dropped in the toilet and the plastic part of the reservoir had come off. No further information provided.